Manufacturer narrative:
The purpose of the investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Macroscopic photo analysis was performed on the retrieved insert. The proximal articulating surface showed burnishing and mild abrasive wear. A fully engaged insert would show two distinct areas of mild rounding on both sides of the anterior locking mechanism, however minimal deformation was observed near the anterior locking mechanism indicating a degree of engagement . A curved area of severe wear and deformation due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Severe deformation and damage of the dovetails due to the insert riding on the tibial tray was observed. Impingement and deformation were observed near the bottom anterior part of the post. Impingement was also observed near the top of the post. The features observed on the insert suggest that partial engagement of anterior locking mechanism combined with anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface occurred due to the insert riding on the tibial tray after disassociation.

Event description:
The account stated that the architect c8000 analyzer generated discrepant glucose results. An initial result of 253 mg/dl was generated. The sample was repeated and a result of 102 mg/dl was generated. The results were not reported and there was no impact to patient management.

Event description:
It has been reported that a revision surgery was performed due to insert disassociation. After 3 months, the patient had difficulties in walking fast, and a few months later she felt uncomfortable when bending and stretching. It was later found that the insert had disassociated. The primary surgery was in the spring of 2009, and the revision surgery was on (B) (6) 2010.